Event description:
It was reported that during a gastric sleeve procedure, there was an image flickering issue three times. There was no harm to the patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was not returned to the manufacturer for inspection. Therefore, physical technical inspection is not possible. Based on the information provided, the camera head socket is broken. The root cause is set to external mechanical impact. This defect is causing the issue described by the customer. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).